Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: when removed the needle shield, it found that the needle point was hooked, and there were tiny bits of hair on the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary: bd received 3 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hooked needle point with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hooked needle point with the incident lot was observed in one of the samples. Foreign matter was observed on the cannula of the two other samples. Both samples with foreign matter were sent out to an external lab for fourier-transform infrared spectroscopy (ftir) testing, however a conclusive determination on the nature of the foreign matter could not be made due to the small size of the matter. The root cause for the hooked needle point is associated with the manufacturing process. An action was implemented with weekly preventative maintenance to help reduce this issue, which began on 11-dec-2020. The batch associated with this complaint was produced prior to the implementation date. A review of the DHR indicated a quality notification was raised for a hooked needle point. However, lot passed all in-process and final quality checks for lot release. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: when removed the needle shield, it found that the needle point was hooked, and there were tiny bits of hair on the cannula.